Manufacturer narrative:
Concomitant medical products: evolutr-29-us valve implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling lightheaded. It was noted that the implantable pulse generator (ipg) rate response was blunted getting to the activities of daily living (adl) rate. The device remains in use. No further patient complications have been reported as a result of this event.